Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer, (system ID (B)(4)) generated platelet (plt) results that did not match the other coulter act diff 2 analyzer (system ID (B)(4)), in the laboratory. Customer reported the samples were drawn from cancer patients with low platelet counts that regularly receive cancer therapy. The customer did not consider the results from either analyzer to be erroneous as the results were above their treatment protocol. Customer indicated there was no impact to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse confirmed controls run on the instrument were performing within specifications. The fse verified latex (aperture gain) and low vacuum settings were within specifications. On a follow-up call with the customer, customer indicated they did not have any further issues with platelet correlation.

Event description:
Per customer, radiation treatment for patient #1 (a) was witheld on (B)(6) 2012 because customer did not trust results generated by the coulter act* diff 2 analyzers.

Manufacturer narrative:
Bec coulter act diff 2 analyzer reference manual states in pertinent parts as follows: "(B)(4). "